Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a fully breached outer insulation degradation at the proximal region of the lead. Electrical testing did not find any indication of conductor fractures.

Event description:
This report is to advise of an event observed during analysis.